Manufacturer narrative:
The device has not been returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The endotherapy territory manager reported to olympus on behalf of customer that the single use distal cover fell off in the patient body during a endoscopic retrograde cholangiopancreatography procedure (ercp). The distal cover was retrieved immediately with a foreign body device. The procedure was completed using the same equipment, without any delay and no medical intervention was required. There were no reports of patient harm. Related patient identifiers: (B)(6)- single use distal cover- maj-2315 serial #- unknown -(this compliant). (B)(6)- evis exera iii duodenovideoscope; tjf-q190v; serial (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow up from the customer. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The customer confirmed the maj-2315 that dropped off in the patient's body was after the design change and the recovered distal cover was not damaged. No anti-fog agent was applied to the scope lens and no chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope, the user did confirm that the cover was not damaged. The user did not attach the distal cover to the scope and then pull or twist the cover to make sure it does not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: -the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 7.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.